Event description:
I had the essure procedure done one (B)(6) 2018. Three weeks later I started having pelvic and abdominal pain, headaches/migraines, all-over body itching, and other side effects in the months to follow.